Event description:
The customer reported a concern with needle caps not remaining in place at different phases of the usage process. There was one instance in which an individual was stuck by a needle.